Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in india (returned to rrc on 2022-10-27). Even though the evaluation could not reproduce the occurrence of error message e433, it was shown in the hf generator¿s error log. Error message e433 is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error message could not be reproduced, thus, a temporary fault is assumed and the exact cause for the occurrence of the error message could not be determined in this case. In addition, it was found out that the activation via footswitch was not possible. This was most likely caused by a defective motherboard. Therefore, the reported footswitch activation failure was attributed to component failure. Also, corrosion on the housing cover, peeled off paint from the housing, scratches on the front panel, the housing chassis and the back panel were detected which can most likely be attributed to improper handling and, thus, to user error. However, these findings do not have a technical impact on the reported phenomenon. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the electrosurgical generator esg-400 displayed error message e433 and auto-started itself continuously. However, the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.